Manufacturer narrative:
The intraocular lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that something that looked like lint was stuck to the intraocular lens. This was noticed during preparation. There was not patient injury. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 4/18/2018. Device evaluation: the product return to the manufacturer. Visual examination revealed a red fiber-like strand on the surface of the iol. The reported issue was verified. The product return was sent to evans analytical group (eag) for analysis. Evaluation of the eag lab results: fourier transform infrared (ftir) analysis indicates that the fiber-like foreign material is consistent with a cellulosic material (e.g. Cotton, rayon, lint) used by protective clothing of production operators. Investigation request was evaluated with sme (subject matter expert) to address the complaint issue reported. The manufacturing data confirms no process deviations that may lead to visible debris/particle deposition on the iol that may be undetected by our control process. The manufacturing controls should be capable to identify the presence of this type of particulate during the inspection controls defined as part of the manufacturing process. The complaint issue reported was verified, however, it cannot be determined that the identified particle source at the manufacturing process since the device was exposed at the surgical site during preparation as indicated by the customer on the initial report. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.